Manufacturer narrative:
Product complaint # pc-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. A dispensed needle-suture combination in two sections and one empty opened foil were returned for evaluation. During the visual inspection of sample, the swage and attachment area were as expected. Also, suture pieces have begun with the process of disintegration, this caused the suture was breakage in several sections. The suture product contains an absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. The foil was examined for visual inspection and multiples holes in cavity were found on the back- foil package. This condition contributed to degradation of the suture. Per the sample condition the assignable cause of performance breakage suture, is a suture degradation.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018 and suture was used. The suture was broken during the placement of knots. No adverse patient consequences reported.